Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer (architect serial number (B)(4)) was inspected, various diagnostic checks of the system and multiple parts replacement (trigger/pre-trigger and wash valves, vortexer, syringes, probes, tubing and buffer pumps) were performed. Return testing was not completed as returns were not available. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the parts replacement was performed by the fse. The architect system operations manual addresses sample result observed problems for erratic/discrepant results. A review of the immunoassays systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Based on the investigation no systemic issue or product deficiency was identified.

Event description:
The customer reported falsely elevated architect stat troponin-I results on five patients. Results provided: (B)(6) 2021 pt 1: 0.24 ng/ml, repeated on (B)(6) 2021 on another architect = < 0.01 ng/ml. (B)(6) 2021 pt 2: 0.37 ng/ml, repeated on (B)(6) 2021 on another architect = < 0.01 ng/ml. (B)(6) 2021 pt 3: 0.26 ng/ml, repeated on (B)(6) 2021 on another architect = < 0.01 ng/ml. (B)(6) 2021 pt 4: 0.49 ng/ml, repeated on (B)(6) 2021 on another architect = 0.02 ng/ml. (B)(6) 2021 pt 5: 0.86 ng/ml, repeated on (B)(6) 2021 on another architect = < 0.01 ng/ml. Customer¿s reference ranges: less than or = to 0.05 ng/ml (normal), between 0.06 and 0.09 ng/ml (indeterminate). Results greater than or equal to 0.10 ng/ml (abnormal). No impact to patient management was reported.